Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The subject device was returned to olympus medical systems corp. (Omsc) for evaluation. Device history record review indicates that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. Omsc confirmed the subject device and found that the part connecting the forceps elevator and the forceps elevator wire had come off since the forceps elevator wire was broken. There is a possibility of fatigue fracture due to repeated stress based on the analysis of the wire fracture surface. The exact cause of this event could not be conclusively determined. Olympus medical systems corp. (Omsc) surmised that the reported phenomenon occurred due to the following causes. - used thick and stiff endo therapy accessories, which were out of specifications - the forceps was raised with excessive force - the forceps elevator was raised to the maximum while endo therapy accessories were forcibly inserted and withdrawn. - the device was left and stored with the forceps elevator being raised.

Manufacturer narrative:
Olympus medical systems corp. (Omsc) will start evaluating the device. A supplemental report will be submitted, if additional or significant information becomes available at a later time.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user that during an ercp (endoscopic retrograde cholangiopancreatography) with the subject device, when quarrying was performed near the duodenal papilla, the forceps elevator wire of the subject device frayed. The user replaced the subject device with another device to complete the procedure. The distal cover was properly attached to the subject device. The subject device was used in combination with olympus vorticcatchv and boston retrieval balloon. There were no abnormalities in the accessories. There was no report of patient injury associated with the event.